Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection identified that there was excessive solvent at the junction of the luer lock and the tube. The excess solvent prevented the luer from being screwed in. The cause of the excess solvent was operator error during assembly; excess application of solvent. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the vented paclitaxel set's connector would not screw into a unit. This occurred during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.